Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " I was removing the hard drive from my computer and I felt some dizziness, thought that it might have been some electromagnetic field or something. My pulse was normal, around sixty to sixty five beats per minute. I think I'll just let it settle down and I'll be all right ". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.